Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, items broke during sawbones lab.

Manufacturer narrative:
Upon reassessment of the reported event, there was no serious injury that occurred at this time. The initial report should be voided.